Manufacturer narrative:
Three attempts were made to contact the patient, but no response was received.

Event description:
It was reported that the battery in the patient's unit was not holding a charge. The unit only worked when it was plugged in to a power source. The patient was hospitalized or injured due to the battery not holding a charge.